Event description:
Additional information received reported that the patient¿s device had not been calibrated in a year and a half. The patient charged every night and it was noted that after 30 minutes of charging without the recharger being plugged in, the recharger went down to 1/2 way charged.

Event description:
It was reported that a patient's device was "not working" and she had to recharge more often. It was stated that the patient used to be able to go 3-4 days without charging. Currently the patient had to charge her device every 2 days. It was noted that "after a few days of the device not working the pain returns." It was reported that the physician told the patient that "scar tissue would build up around the leads and it would affect the leads." It was noted that the patient had "started to feel some of those issues." It was not clear what exactly "those issues" were. The patient had moved and had not seen a physician about her stimulator for approximately 2 years. It was also noted that the patient has had 8 back surgeries in total. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was still having concerns with her device or therapy, but had not sought help. It was noted that the ins was on the down side of its life.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).